Event description:
On several occasions, the gi 100 gastrointestinal videoscopes did not work properly. The malfunction was the inability to insufflate air or water through the air or water port on the scope. Central sterilizing cleaned, lubricated and tested the channel but the scope still did not work properly. The malfunctions either caused a delay while another scope was obtained or the procedure was not fully completed. Two scopes were returned to the co for evaluation and repair.